Event description:
The hcp reported a decrease in therapy and an increased reservoir volume. A catheter dye study was performed and the catheter was found to be patent. A rotor study was performed and the rotor turned 30 degrees during a rotor test with uneven movement (expected rotor turn 90 degrees). Based on the test results, the hcp suspected an intermittent rotor stall. The drugs in the pump were morphine and bupivicaine (concentrations unknown). The pump was explanted and replaced and the patient recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.